Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: was it difficult to break the ampoule (was extra force needed to break the ampoule)? No information. Was the ampoule crushed repeatedly? No information. Did the glass penetrate the user¿s skin? No information. What was done to treat the shard penetration? Nothing. Was medical or surgical intervention required? No. What is the status of the surgeon injury today? No information.

Event description:
It was reported that a patient underwent an unknown gynecological procedure on (B)(6) 2017 and topical skin adhesive was used. During the procedure, the doctor got her finger injured when squeezing the applicator after the glass ampule was cracked. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
The actual sample was returned for evaluation. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The applicator shows a yellowish color on the bulb. The filter is purple in color due to contact with formulation. Remnant of formulation is observed in the exit channel of the bulb. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The information for use states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿

Manufacturer narrative:
Based on sample evaluation and product design the most probable cause for the shard penetration condition is related to crushing of the device and excessive manipulation and not in the missing transparent protective overwrap label.